Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patent then inserted the wds. The physician tried to deploy the closure device, but after several reposition attempts (always too proximal or with residual nonacceptable leaks) the wds was difficult to manipulate. The physician tried to move the closure device to obtain a better position, but the wds was full of thrombus. The physician removed the closure device then repositioned the pigtail catheter and was. A new 31mm closure device was then used to successfully complete the procedure. There were no other patent complications that were reported to have occurred.